Event description:
During a pacemaker interrogation, the pacing/sensing threshold and lead impedance were measured manually on the test egm screen. Measurement results were printed out. However, printed parameters did no match to the measurement parameters for both atrial and ventricular side. The device remains implanted.

Manufacturer narrative:
(B) (4). Conclusion: the device operated within programmer software specs.